Event description:
Related manufacturer report number: 2017865-2022-43881; related manufacturer report number: 2017865-2022-43883. It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and low pacing impedance on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The physician elected to explant and replace the atrial lead, rv lead, and pm. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.